Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid in the battery housing. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the information available.

Event description:
As reported, the bard/davol hydrosurg plus laparoscopic irrigator leaked fluid in the battery housing. There was no reported patient injury.